Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 and alleged the patient had a high blood glucose of 444 mg/dl at 6am. Patient did not test for ketones, has drowsiness and increase in urination. Patient received no unusual treatment. During troubleshooting, customer support found the time and date in the pump were correct, and the basal and bolus histories were correct. The bg excursion was attribute to in accurate delivery. This complaiint is being reported because the patient experienced hyperglycemia related to an alleged inaccurate delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/12/2015 with the following findings: the black box shows on (B)(6) 2015 08:18 a loss of prime event; deliveries never resumed. On (B)(6) 2015 17:55 a loss of prime event occurred; deliveries resumed at 18:07. Last bolus delivery was on (B)(6) 2015. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. No eaw¿s occurred during testing. Unable to duplicate the complaint. Cartridge cap was not retuned. Test cartridge cap /returned battery cap used for testing. (B)(4).